Event description:
A surgeon reported that following intraocular lens (iol) implant surgery a pt, with good "clinical" vision, was not able to adjust to the multifocal lens "platform". The surgeon was considering a lens exchange but the pt was undecided, at this time. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the reporter to properly complete an investigation. Add'l info has been requested. (B)(4).